Event description:
It was reported that prior to a routine device change out procedure, it was noted that the asymptomatic patients atrial lead had been previously disabled due to a fracture. An x-ray was performed and confirmed this. The lead was successfully capped during the device change out. The system was downgraded to exclude an atrial lead. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.